Event description:
Regarding a "(B)(6)" electric heating pad, part number (B)(4). While in use on (B)(6) 2011, the heating pad made a very loud "popping" noise, sparked and then shut off. Upon examination of the cord, the insulation was melted and wires burned. Dates of use: (B)(6) 2011.